Event description:
Dealer is stating that this unit just returned from repair on RMA (B)(4), 2 weeks ago now customer is stating that the alarm stated there is a kinked line, even though she doesn't have a cannula connected. No other information provided.